Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting an error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer the latest version of the service manual is version t. Diagnostic code 1102 - primary alarm failed. When the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. Biomed is reporting diagnostic code 5021 pm board passed and mc board diagnostic code 5021 has failed. The rse provided troubleshooting steps and advised to order and replace the speaker on the mc board. Page 157 for referencing the repair. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 21jun2024, 03jul2024, and 15jul2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.